Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. However, due to the clinical significance of the medical event a report will be filed.

Event description:
A customer reported receiving an error message on her precision xtra meter and therefore, was not able to test her blood glucose. She attempted to use her sister's meter, but it was unavailable at the time. She then began to experience symptoms of dizziness, had a seizure and lost consciousness. She was transported to a local hospital and diagnosed and treated for pneumonia. The customer also reports being diagnosed with "high blood sugar not hyperglycemia" which is inconsistent with the symptoms reported. No further info was provided and the device has been requested for investigation.